Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed, which indicates that the device may have contributed to the customer reported issue. Fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Remote fe recorded error 32056 coupled with error 1173 pointing to axis 1 inter-integrated circuit (i2c) device. Unit was tested on an in-house system in normal mode where it triggered error 32056. Unit was also tested on a patient side cart (psc) fixture test platform (pftp) where it failed agc current test pointing to axes controller arm (aca) 1 with error 32056. Aba troubleshooting was performed with gold yaw searchlight single axis (slsa) flat flex cable (ffc) installed and test passed. No signs of damage during visual inspection.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, there was an error 32056 on universal surgical manipulator (usm) 3. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no ports were placed on the patient at the time of the error.